Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this pacemaker recorded a code 1003 during preimplant interrogation, presumably due to cold weather. A boston scientific technical services (ts) consultant advised to wait in room temperature and to interrogate the device again. In a different situation would be likely to compromise critical therapy leading serious injury. No patient involvement.

Manufacturer narrative:
FDA 3500a section adverse event or product problem , b5: this pacemaker recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity, due to cold weather. The battery has already recovered. Fault code was cleared. There is no patient involved.

Event description:
It was reported that this pacemaker recorded a code 1003 during preimplant interrogation, presumably due to cold weather. A boston scientific technical services (ts) consultant advised to wait in room temperature and to interrogate the device again. No patient involvement.